Event description:
It was reported to vyaire medical requesting a field service engineer (fse) to evaluate the vela ventilator due to the ventilator reading 0ml.

Manufacturer narrative:
He: 81-other-the customer has requested vyaire field service to come onsite and evaluate the suspect device. As of the submission of this report the onsite visit has not taken place. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical's field service team went onsite to evaluate the suspect device. The main board was replace due to transducer fault and vti/vte of 450/0 on startup. The main board was replaced successfully and all tests passed required criteria. The unit meets factory specifications.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Technician visually inspected vela printed circuit board assy, found no signs of misuse or damage. Installed pcba on to a known good vela test fixture and connected unit to ac power. Powered unit into user mode, where the unit would autocycle/ ventilate abnormally and alarm the following: alarm circuit disconnect, high pip, low ve and xdcr fault. Confirmed vte to monitor value to be at 0ml. Cycled the power into service mode and reviewed of the events log showed alarm circuit disconnect, high pip, low ve, xdcr fault and xdcr fault occurred recorded on 11march2024. Alarm circuit disconnect, high pip, xdcr fault and xdcr fault was recorded on the most recent events. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt802 (exhalation flow transducer) has failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.